Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when the patient presented for a follow-up in clinic, right atrial lead fracture was observed. The physician elected to cap and replace the lead (B)(6) 2019 and the patient was stable following.